Event description:
It was reported that a versacross rf wire was selected for use. After successful implantation of the watchman flx the patient was sent to recover and the patient complaint about chest pain, and a pericardial effusion was confirmed. The patient was then taken for pericardiocentesis. The activated clotting time (act) was 254 during the procedure and no protamine was given post implantation. Eliquis was stopped 2 days before. The following day on feb 18th another echo was done and no additional fluid was noted. Patient discharged the following day.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Pro code: dxf, dyb. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a procedure a versacross access solution system was selected for use. During the procedure, after successful implantation of the watchman flx the patient was sent to recover but the patient complain about chest pain, and a pericardial effusion was confirmed. The patient was then taken for pericardiocentesis. The activated clotting time (act) was 254 during the procedure and no protamine was given post implantation. Eliquis was stopped two days before. The following day on feb 18th, another echo was done and no additional fluid was noted. The patient was discharged the following day. The versacross devices were disposed and will not be returned for analysis.